Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. States that she changed the battery today as scheduled and the display wouldn¿t light up. Audio tones and vibration are functioning. Parent attempted to change to another new battery and the issue continued. Parent denies any trauma or moisture to the pump. No damage noted to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/31/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2013 with the following findings: during investigation, the complaint of a blank display was not duplicated; the display was clear and legible and functioned properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.